Manufacturer narrative:
No button response due to open connector on lcd board. No button error alarms noted during testing. Moisture damage was noted on electronic assembly during visual inspection. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 283 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.